Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2018 and 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: opening curved on anterior, crease fold and the weight the device within specification. A microscopic analysis was performed which identified; wear abrasion and one opening striated on anterior. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional reported a bilateral capsular contracture, baker grade iii. Device has been explanted.